Manufacturer narrative:
Date of report: 29sep2021.

Event description:
It was reported that the ventilator while in use had an 'oxygen device failed' alarm sounded. Reportedly, the unit kept operating. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
The service provider (sp) inspected the device and reported that the issue was not duplicated. The error code was confirmed in the ventilator diagnostic logs, but the reported issue was not duplicated. Functional testing was conducted, and the result was that no anomaly was present in the device and no alarm was duplicated.